Event description:
The customer called and reported she went swimming with the insulin pump on and it stopped working. Customer's blood glucose was 140 mg/dl. The customer recieved a couple of alarms on the insulin pump, one of them indicating a motor error. Troubleshooting was declined for motor error. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with moisture damage on the electronic stack and on motor. The insulin pump passed the displacement test. No unexpected alarm noted during testing. The insulin pump alarmed motor error during basic occlusion test and was unable to prime during prime test due to faulty force sensor. The motor was tested outside of the insulin pump and passed. The insulin pump was received with broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.